Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did any piece fall into the patient? No.

Event description:
It was reported that during an unknown procedure, the bag seemed very flimsy and tear easily. The device was used and failed. There was no adverse consequence to the patient reported.